Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During a routine device exchange, damage was visually observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve this event. The patient was stable.